Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebn0774 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported that the PICC was observed to be cracked and leaking.